Event description:
Caller alleged discrepant precision results. Patients dose has been decreased each week. Result from (B)(6)2010 was taken using a new strip lot (#233708).

Manufacturer narrative:
Investigation pending.